Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the surgery was two months ago. They were not aware of when the patient notified that the battery flipped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that around the beginning of may, the patient had a revision of the ins pocket site, as the ins had flipped by itself, which was determined about 1.5 months before. The patient said the manufacturer representative was made aware of the issue about 1.5 months before the revision. They were told after the surgery that the implant was flipped and it was positioned differently and deeper in the same spot. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a system revision about 1.5 months ago. They indicated the revision was because the ins flipped and the patient was unable to charge. Troubleshooting was not required and the issue was not resolved through troubleshooting. During the call, the caller stated they thought the device may have flipped because of the way the doctor of medicine (md) implanted with a tyrx pouch and folded the pouch. They clarified they were notified last week, probably on (B)(6) 2021 of the issue. Additional information was received from a manufacturer representative (rep). The rep reported that they were not at the revision.